Event description:
It was reported that during a water vapor therapy procedure as soon as the device was inserted into the patient the error code 495 (rf power supply self-test error) came onto the screen that requested the generator power to be turned off/on. That was done and then error code 430 (rf power supply communication error) came up indicating retract the needle and remove the delivery device from patient. Remove the generator from service and contact technical support. The procedure was not completed due to this event. The patient was stable under spinal anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a water vapor therapy procedure as soon as the device was inserted into the patient the error code 495 (rf power supply self-test error) came onto the screen that requested the generator power to be turned off/on. That was done and then error code 430 (rf power supply communication error) came up indicating retract the needle and remove the delivery device from patient. Remove the generator from service and contact technical support. The procedure was not completed due to this event. The patient was stable under spinal anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.